Event description:
Per the surgeon's report, this patient developed a recurrent infection around the site of the fixture. The infection did not resolve following treatment with antibiotics. The surgeon removed the fixture (date unk) to allow the infection to heal. He will reimplant a new fixture once the site is completely healed.

Manufacturer narrative:
This is final report.